Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the ise (ion-selective electrode) ratio pump and the carbon bridge to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information from three (3) samples: patient# 1 - age: (B)(6); years; gender: male patient# 2 - age: (B)(6); years; gender: female patient# 3 - age: (B)(6); years; gender: female. Weight and ethnicity information was not provided.

Event description:
The customer reported erratic ise (ion-selective electrode) patient results were generated on the unicel dxc 600 pro synchron analyzer. The erroneous patient results were not reported outside of the laboratory. There was no affect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event. The customer provided data from three (3) patient samples.